Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in one bd luer-lok¿ product. The following information was provided by the initial reporter: "visualized precipitate in the syringe".

Event description:
It was reported that foreign matter was found in one bd luer-lok¿ product. The following information was provided by the initial reporter: "visualized precipitate in the syringe".

Manufacturer narrative:
H6: investigation summary a device history record review was completed by our quality engineer team for provided material number 309653 and lot number 1215406. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.